Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. F1906 and c172009 were reported for the modified surgical procedure, where the site needed to remove part of the bone to remove the clamp. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the short spinous process clamp was stuck on the bone and could not be removed due to the patient's unique anatomy. The site needed to remove part of the bone to remove the clamp. The site disposed of the spinous clamp after it was removed. There was less than an hour delay, and no reported patient impact.